Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced a sensor failure after which the experienced a hyperglycemic event. The patient returned home from a previous hospitalization. They had recovered before the returned home from this, but when they were home, after the sensor failed during the night, they realized that ¿again they were in dka¿. The patient experienced brain fog, extreme thirst, and was not coherent during those times. The patient asked her roommate to call an ambulance, and the patient was brought to the hospital. At the hospital the dexcom sensor was removed, and the patient got admitted. The patient received intravenous fluids due to dehydration. At the time of the report the patient was stable, but was still at the hospital, and the plan was to be discharged the day after the report. Performance data was reviewed. The allegation was confirmed via data as a sensor failure after warm-up. The probable cause was determined to be high counts aberration. No additional patient or event information is available.